Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(6) 2013 stated that after 7 years the patient returned complaining of contracture, discomfort, menopause, and stress urinary incontinence. The doctor prescribed her estrogen for her menopause and a sling revision was completed by another physician. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, oml5060303, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.